Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event affected 200 devices. The following information was provided by the initial reporter. The customer stated: "the vacutainer hemogard cap is not tight, even after the recap & twice rolling it, its not tight."

Manufacturer narrative:
H.6. Investigation summary: catalog number: 367812. Batch number: 1293958. Bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing] and upon completion, the indicated failure mode for loose cap was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose cap. Bd has initiated further root cause investigation relating to the issue of loose cap through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event affected 200 devices. The following information was provided by the initial reporter. The customer stated: "the vacutainer hemogard cap is not tight, even after the recap & twice rolling it, its not tight."